Event description:
It was reported that a spectrum pump experienced an airflow sensor error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Engineering eval was able to reproduce the reported upstream occlusion alarms caused by contamination of the upstream sensor due to fluid intrusion. The eval also found low upstream sensor values. The upstream sensor was replaced.